Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported that he was feeling partial stimulation and that the tip of the lead was visible and palpable but it has not broken through the skin. In addition, it was reported that the pt's therapy relief has diminished. He allegedly receives adequate stimulation on the left side, but the therapy for his right side is inconsistent and results in overstimulation when his head if moved to the right. F/u on this matter found that the pt has recently undergone reprogramming to provide uniform coverage. He is reportedly pleased with the new coverage, and will meet with the rep again in a few weeks to have additional programs set up.